Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that only half of the fired prw35 staples would hold. Defective staples were saved and returned with the device. There was no consequence to the pt.